Event description:
Physician attempted arteriotomy closure with the closer tsl6 fr device. When inserting the device it snapped at the foot. The fracture was audible and the physician pulled back on the device. The proximal end was removed without the sheath. A piece of the foot and one of the struts were not retrieved. The device was not deployed. The physician retrieved the sheath from the contralateral side with a snare. Closure was achieved with manual compression. The pt recovered without incident.